Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer's boyfriend stated that prior to the event, the customer was vomiting badly despite several boluses to lower blood glucose levels. The customer stated that she has high blood glucose whenever her reservoir gets down to a certain limit. The programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure test. Nothing further was reported.